Event description:
Additional information stated the patient was reprogrammed on (B)(6) 2013 and recovered without sequela.

Event description:
It was reported that the patient had a loss of stimulation/paraetheisa to the left occipital area. There were also abnormally high impedances. The lead was replaced on (B)(6)-2013. The device was also reprogrammed. It was noted the event was related to the device/therapy, but not related to the implant procedure. The event was considered ongoing. It was further reported that there was a lack of adequate stimulation to the left occipital. Upon interrogation on (B)(6)-2013, impedances were within normal range. The device was reprogrammed.

Manufacturer narrative:
Product ID 3487a-33, lot# j0222678v, implanted: 2002-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3487a-45, lot# j0211735v, implanted: 2002-(B)(6), explanted: 2013-(B)(6), product type lead product ID 7495-66, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 7495-66, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 37746, serial# (B)(4), product type programmer, patient product ID 7435, serial# (B)(4), implanted: 2002-(B)(6), product type programmer, patient product ID 3986a60, lot# n352900, implanted: 2013-(B)(6), product type lead product ID 3487a-56, lot# v716841, implanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).